Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported treating a patient that had been injected with unspecified juvéderm ultra plus in the dorsum/bridge of the nose by another doctor. Some hours after the injection, the patient developed excruciating pain around the injection sites, pain while moving periorbital muscles and diplopia. Patient was the admitted into the hospital in the evening and seen by a neurologist. Diplopia was confirmed and the working diagnosis was of a vascular occlusion. On the next day, the patient was treated with hyalase by the healthcare professional. On the next day, the patient was seen by another doctor. The doctor noticed blanching on the patient's forehead and nose. The patient also had excruciating pain in the orbital regions and was given another treatment with hyalase by the doctor. The injector did not accept that the event was a vascular occlusion and defends that it is a migraine or something similar. Patient has been treated with a total 15-16 vials of hyalase (22500-24000 iu). Patient has also developed visible skin necrosis happening on the glabella and some parts of the forehead as well as areas on the lateral wall of the nose. Patient has also been provided with IV and topical antibiotics and IV paracetamol. Symptoms are ongoing.